Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose reached 421 mg/dl and their sensor glucose reading was low. It was also found the customer was terminally ill. The customer's sensor bent upon removal of their sensor during troubleshooting. The customer was also assisted with inserting a new sensor. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.